Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. Items marked "ni" are unk to us at this time. (B)(4).

Event description:
The hospital reported that during a two hour endoscopic vein harvesting procedure, near the end of the case, the vasoview 6 device began smoking when cutting the last branch of a vein in the lower leg. The unit was used to complete the procedure and the vein was able to be removed. After the procedure was completed, upon closer examination, it was noted that there was an arc between the upper and lower metal jaws. The hospital did not report any pt effects. Maquet cardiovascular anticipates return of the product in question.